Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent microendoscopic discectomy (med). During surgery, joint of instrument to connect tubular retractor loosened itself and released retractor over time. It was reported that the screw inserted in the part which connects instrument and a tubular retractor came loose. Product came in contact with the patient. No fragments of the device remained in the patient. No patient complications were reported.